Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisutre on lens. Visual inspection found no visible damage to lens. On (B)(6) 2018" should be corrected to "on (B)(6) 2018" (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.00/2.0/100 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem.